Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the cannula was bent and the device alarmed multiple no delivery alarms. Customer's blood glucose went up to 500 mg/dl to 600 mg/dl. Customer's blood glucose at time of call was 162 mg/dl. Customer mentioned the alarm was resolved by a complete set change. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.